Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had changed the batteries 3 times this week. Customer reported that she received a failure to command message on her pump. Customer is also reporting a battery out limit alarm. Customer had three low battery alarms. Customer received a battery out limit alarm after changing her battery today. Customer has been experiencing high blood glucose levels for the past week. Customer declined troubleshooting. Customer requested that the insulin pump be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.